Manufacturer narrative:
The lot number is unknown therefore the date of manufacture can not be determined. Return of the endotracheal tube for investigation purposes has been requested. If the sample is returned a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that a patient with a large trachea was intubated and there was air leakage that didn't stop until the cuff pressure reached 35cmh2o. The tube was removed and the patient was re intubated with a different tube.